Manufacturer narrative:
E1; reporter institution phone number: (B)(6). The remote service engineer (rse) spoke with the customer who stated that when powering on the device, there was no audible sound. After a period of time of turning the device off and on, the device was working again. The customer asked to leave the case opened for a few days and will call back if issues persist again. No further calls or issues appeared and no further information regarding the issue was given. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer confirmed that the device was operating per specifications and no failure was identified. No other information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that when powering on, no sound was audible. The device was not in clinical use at time of event, no patient involvement.